Event description:
The valve was explanted due to pannus and/or thrombus which impeded one leaflet. The valve had been implanted in the anatomical position and the surgeon felt this may have caused the subvalvular apparatus to interfere with leaflet function. A 31mm sjm valve was then implanted in the antianatomical position.